Event description:
The manufacturer was contacted regarding a remstar auto w/ht hum,sys one,60 srs,dom device. The patient alleges after two years of usage, they suffered severe kidney damage. The patient did see the doctor; however, the doctor could not pinpoint the cause of the kidney damage. The patient is in remission. Per the pms clinical expert, the alleged harm of kidney damage in remission is assessed as unrelated to the device in this case. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. The patient mentioned that they read one of the symptoms from the device is acute kidney damage. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported was contacted regarding a remstar auto w/ht hum,sys one,60 srs,dom device. The patient alleges after two years of usage, they suffered severe kidney damage. The patient did see the doctor; however, the doctor could not pinpoint the cause of the kidney damage. The patient is in remission. Per the pms clinical expert, the alleged harm of kidney damage in remission is assessed as unrelated to the device in this case. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. The patient mentioned that they read one of the symptoms from the device is acute kidney damage. The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities. Section product UDI in box d, section adverse event/product problem in box b, section 510k in box g and box h has been updated/corrected in this report.